Manufacturer narrative:
The device has been received for eval, however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the screen on quick bolus button was not working. The device turns on when plugged into a power source. The customer's blood glucose level was not impacted.